Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The user found kink at the pigtail part of zebd-7-10 when placing it along the guidewire. It was exchanged for a spare one to complete the procedure. Physician¿s comments: it is unknown whether the kink was originally there or it developed during surgery. Sales rep's comments: the details are unknown because I was not present. I think there is no problem with how to use it because the user uses it regularly. 1. What was the size of the wireguide used in the preparation stages 0.025inch 2. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Unknown 3. Was the wire guide lubricated prior to use yes 4. Was the wire guide inspected for damage prior to use unknown 5. Was the device at the centre of the complaint inspected for damage prior to use? Unknown 6. Were any other defects observed on the device prior to return (other than the reported complaint issue no 7. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure tjf-260v.

Manufacturer narrative:
Device evaluation: the device evaluation of the zebd-7-10 device of lot number could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records: prior to distribution, all zebd-7-10 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for zebd-7-10 device of lot number did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the zebd-7-10 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number. Instructions for use and label: as per the instructions for use¿s notes section (ifu0045), which accompanies this device, instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". As per the precautions section of the instructions for use (ifu0045), which accompanies this device, "refer to package label for minimum channel size required for this device." And "wire guide diameter and inner lumen of wire-guided device must be compatible." The product label states the guide wire size for use with this device is 0.035". There is evidence to suggest the user did not follow the IFU/label as an incorrect sized wire guide was used as per the patient/event notes. Additionally, the device and wire guide were not inspected for damage prior to use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause was established. The user has not complied with the requirements of the IFU and/label. It may be noted the device label indicates a 0.035¿ wire guide for use with this device. It is known from the available information that a 0.025" wire guide was used. The smaller sized diameter of the 0.025" wire guide would have occupied less space in the lumen of the stent and likely led to it becoming kinked. Additionally, the device and wire guide were not inspected for damage prior to use. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint: complaint is confirmed based on customer/rep testimony. Corrective action/correction: CAPA-00022 (pr 387756) has been initiated from complaints related to user error in practice where a 0.025¿ wire guide is being used summary of investigation: according to the customer, the pigtail part of the stent was kinked. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause was established. The user has not complied with the requirements of the IFU and/label. It may be noted the device label indicates a 0.035¿ wire guide for use with this device. It is known from the available information that a 0.025" wire guide was used. The smaller sized diameter of the 0.025" wire guide would have occupied less space in the lumen of the stent and likely led to it becoming kinked. Additionally, the device and wire guide were not inspected for damage prior to use. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required.

Event description:
A supplemental report is being submitted due to completion of the investigation on 26-mar-2026.